Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level rose to 406 mg/dl due to the issue. The elevated bg was addressed by a correction injection via manual insulin therapy, and resolved the occlusion issue by changing the infusion set and cartridge, then resumed insulin. No third-party assistance was required.